Manufacturer narrative:
External insulation abrasion was noted at 43.8-44.0cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an increase in threshold and pacing lead impedance were observed. During lead explant, externalized conductors were observed. There were no adverse consequences to the patient.